Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked battery tube threads, missing reservoir tube o-ring and partially broken off reservoir tube lip. The reservoir tube lip partially broken off and test reservoir will not lock/click in place. The pump passed idle current test, run current test, self-test, off no power test, error test, prime test, excessive no delivery test, displacement test and rewind test. The pump was unable to perform basic occlusion test and occlusion test due to partially broken off reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 140 mg/dl at the time of the incident. The customer stated that the plastic outside ring popped off and the little rubber thing came off. The location of the damage is the reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.